Event description:
When attempting to place midline, guidewire advanced without difficulty, attempted to advance catheter, resistance met, stopped advancement of catheter, when attempting to retract guidewire for removal of midline device, guidewire would not retract into proper position. Resistance felt with removal of device. After removal of midline device, visual assessment revealed guidewire exited through side of catheter. Catheter tip and guidewire remained intact.